Event description:
One touch ultra meter would not power on. Pt did not have any symptoms during the time of concern. Pt obtained a "106 mg/dl" on another meter and reported contacting a medical professional for advice. Pt was unable or unwilling to indicate if they received any treatment. The customer service rep walked pt through troubleshooting. Pt replaced the meter battery less than 1 year ago, was using correct test strips, and batteries were correctly installed. The meter was replaced due to an unresolved power issue. The pt neither alleged harm or experienced injury or medical intervention.